Manufacturer narrative:
Correction a4- patient weight. Correction e1- initial reporter.

Event description:
Additional information indicates that patients ipg is mobile in pocket and flips often. X-ray imaging revealed that patients ipg was inverted in the pocket. Surgical intervention was undertaken on (B)(6) 2025 wherein ipg was explanted, replaced, and ipg pocket was revised to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced pain at the ipg site. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.